Event description:
It was reported by the surgeon prior to the surgery that the case of implants was missing the standard short metal cased tibial component and the right standard femoral component. However, neither of these components were required for the procedure. The instrument tray also listed the hammer as broken and the circlip pliers as missing pegs. The surgeon reported no adverse event as a result of the missing/broken components.

Manufacturer narrative:
A review of the instrument kit confirmed that it was being held in the hospital on consignment. Hospitals are responsible for keeping the kit replenished and reporting and returning broken instruments to siw so they could be repaired. The surgeon reported no adverse event as a result of the missing/broken components. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported by the surgeon prior to the surgery that the case of implants was missing the standard short metal cased tibial component and the right standard femoral component, however neither of these components were required for the procedure. The instrument tray also listed the hammer as broken and the circlip pliers as missing pegs. The surgeon reported no adverse event as a result of the missing/broken components. This is a supplemental report to 3004105610-2014-00152 (B)(4).

Manufacturer narrative:
A review of the instrument kit confirmed that it was being held in the hosp on consignment and the hosp were responsible for keeping the kit replenished and reporting and returning broken instruments to siw so they could be repaired. Requests are being made for add'l info and a supplemental report will be provided if this info is received.